Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was determined the load sequence was not completed properly causing the customer¿s blood glucose (bg) level to go "high"; although specific value was not provided. The customer was able to go through the load process again and successfully resume insulin. A correction bolus was delivered to address bg.